Manufacturer narrative:
Block a: customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system, but did not confirm the reported issue.

Event description:
The hospital reported a malfunction causing elevated co2 readings. There was no report of patient injury.